Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy. The user reported ¿something in the device got stuck.¿ there was no reported patient injury. No additional information could be provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f1923802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment jam reported. However, possible factors are storage temperature factors. If the device was exposed to temperatures above 25 degrees celsius, the sealant can begin to soften, which makes delivery of the sealant more difficult. Another factor could be failing to open the sheath¿s stopcock prior to the shuttle down step. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user ¿to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed and the users were not able to deploy it, like something in the device got stuck. There was no reported patient injury. The device will not be returned for analysis as it was not saved by the facility.